Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with 450cc mentor memorygel breast implants experienced bilateral rupture and bilateral capsular contracture (baker¿s grade unknown) post procedure. The capsular contracture was diagnosed at the physician¿s office mammography and magnetic resonance imaging was performed, and then bilateral rupture was diagnosed. As a result, an explant is scheduled for (B)(6) 2019. See 1645337-2019-16150 for contralateral prosthesis report.

Manufacturer narrative:
The lot number was obtained through the investigation of the returned product. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant and capsular contracture. A manufacturing record evaluation (mre) was performed for the finished device number 271695, and no non-conformance's related to the reported complaint were identified. During analysis of the sample a was found crease on the anterior view. Within the crease a tear measuring approximately 9.3 cm was observed. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).